Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section, expiration date and h4: manufacture date are not available based on the reported lot number. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, air leaks. "Even if you put air in it, the air will slowly escape." Adverse effects have not been reported.